Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that phenomenon (1): ¿no image is displayed on the monitor screen" and phenomenon (2): ¿all led on the front panel remain lit" occurred due to a printed circuit (dx) board failure. Additionally, it was determined that phenomenon (3): ¿when a green-colored image is displayed, the front-panel switch does not operate" occurred due to a failure of printed circuit (cp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that intermittent green image and front panel switches not working occurred due to a faulty printed circuit board. It was also noted that there were lines in the image due to a faulty printed circuit board. There was heavy dust inside the unit and there was heavy corrosion on the circuit boards. The wire and top cover were also found corroded. The receptacle was found loose and there was a dent on the rear panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the visera pro video system center had no image and the front panel leds were glowing continuously. The issue was found during maintenance and there were no reports of harm associated with the event.